Manufacturer narrative:
The underlying cause received from invacare canada states: the head and foot motor assemblys are cracked. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Bed assembly foot/head motors going down after button is released. The foot more than the head.